Event description:
The customer performed a blood glucose test and received a result of 158mg/dl at 6:30am. The customer tested on a second device and received a result of 135mg/dl. The customer also tested on a third device and received a result of 191mg/dl. The customer's family member advised them to go to the emergency room. At the emergency room their blood glucose was 147mg/dl. No treatment received. The customer stated controls were in range. A request was made for the return of the suspect device and replacement product was sent.